Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connectors are "busted", and the user intends to send in the ECG for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged patient connectors, the output connector assembly was broken and it was additionally noted that the hanger assembly was cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial and ventricular patient connectors on the external pulse generator (epg) were cracked. The epg was returned for service.